Manufacturer narrative:
Not returned to manufacturer.

Event description:
A turnpike lp catheter was used during a patient procedure. After the procedure, the physician had difficulty removing the turnpike lp but was eventually able to remove the catheter. No patient impact was reported.